Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side "capsular contracture," "breast ptosis," "breast pain." Also reported "bilateral carotid artery dissection, aortic dissection, small heart tear scad (suspected, not confirmed via imaging), esophageal tear, 2 x strokes, heart and artery spasm, carpal tunnel (surgery), low oxygen saturation on flying and walking (exertion) (tested), blue hands (almost black not raynauds), chest pain, dizziness, fatigue, head pain, eye pain, joint pain, hip pain, gland pain - in particular under the arms & groin, bilateral" "bad memory loss and confusion" which are not device related. Healthcare provider reported "capsule thickened up to 2mm" "dystrophic calcifications" and "long medical history of immune related illness." Device was explanted.